Event description:
Investigation has been completed.

Manufacturer narrative:
Investigation results were made available. D11: item: 01.00402.075; name: revitan, proximal part, cylindrical, uncemented, 75, taper 12/14; lot: 2574674. Event description: it was reported that the product was implanted on (B)(6) 2010 and revised on (B)(6) 2020 due to implant fracture. Review of received data: x-rays: x-rays from before, during and after revision were received in a pdf file. The pelvis overview x-ray taken on (B)(6)2020 shows a fracture of the connection pin of the revitan stem. The proximal part of the stem is tipped medially and its distal end is shifted laterally. The trochanter major is not completely visible in the x-ray. A radiolucent area followed by a sclerotic line and another radiolucent area can be seen along the lateral side of the proximal part and proximal region of the distal part of the revitan stem. Additionally, a difference in the contrast of the bone structure can be observed on the medial side, along the distal half of the proximal part and proximal region of the distal part. The inclination angle of the cup is approximately 56°. The x-rays taken on (B)(6)2020 show the situation in the right hip after the revision surgery. Implantation report of (B)(6)2010: diagnosis: loosening of the total hip prosthesis. Indication: subsidence of the zweymüller stem may have occurred due to a mild infection. The tapered screw cup shows a firm seat on the x-ray. There is a difference in leg length of 3 cm to disadvantage of the operated side. Procedure: right hip is accessed via the old surgical scar. Scar and neo-capsule tissue is excised. Ossifications are removed and the femoral neck is resected. After subtle debridement and removal of the remained parts of the capsule the hip can finally be dislocated and the head removed. Debridement is performed until the loose stem can be extracted. Extensive debridement of the femur is performed. The medullary canal is closed at the former tip of the prosthesis. Using a drill the medullary canal is opened. The femur is reamed up to size 16. Then the hip is reduced using a rasp size 16, a proximal component size 65 mm and a 32m head. This can be done without problems. The right leg is still slightly shorter and, as further sinking of the definitive prosthesis is expected, it is decided to use an 85 mm proximal component. The trial rasp is extracted. The revitan distal component size 16/200 mm and proximal component size 85 mm are mounted ex-situ and implanted. It is apparent that the revitan stem does not subside as anticipated and a leg length extension on the right side is expected. A trial reduction with a 32s head is very difficult to perform and requires considerable force. The expected leg length extension is confirmed and considered not acceptable. The hip prosthesis is dislocated and the proximal component is changed. This proves to be extremely force-intensive due to the cold welding and is only successful after several frustrating attempts. The proximal part can be finally replaced with a 65 mm component without damaging the femur. The proximal component is placed on the distal component in the correct anteversion and fixed with a torque wrench. A definitive head (sulox 32m) is placed and the prosthesis is reduced. This can be done without any problems. Both legs have equal length. There is no dislocation tendency. The joint is thoroughly irrigated, redon drainages are placed and the wound is closed. Revision report of (B)(6)2020. Diagnosis: fracture of the stem in the transition zone between stem and neck component, loosening of the cup with extensive osteolysis. Therapy: revision of the stem with a revitan stem curved size 20x140, 85 mm proximal component, reconstruction of the center of rotation using tm augument and tm revision cup as well as implantation of a cemented avantage tripolar cup size 46. Transfemoral approach with trochanteric osteotomy and a fixation using 4 cerclages and a cable ready cerclage. Procedure: using dorsal approach the prosthetic neck is exposed and the prosthesis is dislocated by internal rotation of the right leg. The proximal component with the ceramic head is easily removed. The cup is removed with chisels without problems and causing a large bone defect. The acetabular osteolysis is inspected and the soft tissue is removed. The acetabulum is milled to size 58 and prepared cranially for tm augmentation. A 10 mm augment is fixed with 2 screws and the tm cup is press-fitted. The cup is additionally fixed with 2 screws. A tripolar avantage insert size 46 is cemented into the tm cup. After hardening of the cement and removal of cement residues the previously planned trochanter major osteotomy is performed. The length of the osteotomy is 13 cm. The bone flap is lifted and the stem is exposed. The fracture site at the transition between the proximal and distal component is confirmed. The distal stem is loosened with the help of chisels and then removed. The rest of the procedure describes the steps to prepare the femur and implant a new revitan stem size 20x140 with a proximal component size 85 cm and a double mobility head. Product evaluation: visual examination: the connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approximately 0 to 2 mm below the proximal end of the distal part. The proximal part of the connection pin is still assembled to the proximal part of the revitan stem. The proximal and distal fracture surfaces show a fatigue fracture starting from the lateral side. On the proximal and distal fracture surfaces, around the edges and predominantly on the medial and anterior side, there are some areas polished to a shine. In addition, on the distal fracture surface some diffuse scratches can be observed. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture were found on the fracture surfaces. On the proximal part of the revitan stem, revision damage in the form of scratches and nicks can be seen. Shiny polished areas can be observed on the medial side, posterior side, distal region of the lateral side and possibly on the anterior side. There are no signs of bone ongrowth on the anchoring surface of the proximal stem part. On the proximal fracture part of the connection pin there is a half circumferential stripe revealing surface changes adjacent to the fracture surface. Closer inspection of the stripe with a low power microscope revealed polishing, smeared material, fretting and minute signs of corrosion. Adjacent to the stripe joins the original surface followed by the blasted area. On the distal part of the revitan stem bone attachments are visible in the distal half. Removal damage in the form of scratches, nicks and a bore hole can be recognized on the anchoring surface. Worn marks can be seen on the lateral side of the face surface and on the medial and lateral sides of the posterior nose. These derived most probably from contact between the parts after the fracture. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: the revitan stem was revised after 9 years and 1 month in vivo because of its fracture. The latter occurred due to fatigue in the non-blasted area of the connection pin, few millimeters below the proximal end of the distal stem part. The fracture origin is located on the lateral side of the stem. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is a half circumferential stripe revealing a mixture of surface changes. It is unknown if these changes existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. Bone attachments could be observed in the distal half of the distal part of the revitan stem but not on the proximal part. This is in alignment with the revision report stating that the proximal part can be easily removed. Further, on the proximal part of the revitan stem polished areas were observed pointing to movements between the part and the surroundings. It is unknown if these areas existed already before the start of the fracture and are associated with it or developed exclusively as a concomitant. On the pre-revision x-ray a radiolucent area can be observed on the lateral side of the proximal part and the proximal region of the distal part of the revitan stem. Medially, the difference in contrast seen in the pre-revision x-ray is not any longer visible in the post-revision x-rays. However, with no complete x-ray follow-up at hand, the bone situation from immediately after the implantation and how it developed over time in vivo stays unknown. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the above described findings it can only be hypothesized that the revitan stem did not have sufficient proximal bone support. This in combination with other factors, e.g. The surface changes observed on the connection pin, may have contributed to the sequence of events finally resulting in the fatigue fracture of the stem. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Medical products: revitan proximal stem hip impl win gen; part# unknown; lot# unknown, therapy date: (B)(6) 2020. Surgical reports were received and will be reviewed as part of ongoing investigation. The device was received, the investigation is pending. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on right side and underwent revision due to implant fracture.